Event description:
It was reported that the patient stated the connective adapter would not attach to the tubing, consistent with a fitting problem involving the connector/coupler; troubleshooting and education were provided, and the patient requested goodwill. Investigation of this case revealed a mechanical problem identified that aligned with a fitting problem at the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.